Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the tip when anchored and torqued became damaged causing the break and twisted tip. The break would result in the stretched coil. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d. Suspect medical device: updated from hi-torque versaturn/part# 1013317/lot#5072971 to: hi-torque balance middleweight/ part#1009664/ lot# unknown d4: a partial UDI was provided as the lot number is not known.

Event description:
Subsequent to the last report being filed, it was reported that guide wire is a ht bmw universal ii 190cm guide wire.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an 80% stenosed in-stent restenosis in the left anterior descending (lad) artery with mild calcification and mild tortuosity. The versaturn guide wire (gw) was used in the procedure; however, during removal the gw was bent, and the tip was stretched. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. The device photo provided by the account showed the gw to have broken polymer coating, stretched coils and the tip of the gw was bent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the tip when anchored and torqued became damaged causing the break and twisted tip. The break would result in the stretched coil. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed in-stent restenosis in the left anterior descending (lad) artery with mild calcification and mild tortuosity. The versaturn guide wire (gw) was used in the procedure; however, during removal the gw was bent, and the tip was stretched. There was no adverse patient effect reported, and no clinically significant delay reported in the procedure. The device photo provided by the account showed the gw to have broken polymer coating, stretched coils and the tip of the gw was bent. No additional information was provided.